Manufacturer narrative:
Incidental findings: visual inspection revealed a small tear on the white power cable insulation where the cable shield was exposed. The system controller serial number (B)(4), returned for evaluation following a routine heart transplant, functioned as intended during analysis. A full functional test was performed and the returned system controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The data log file was successfully retrieved and contained events recorded from the time stamp of day 1842, 15 hours and 13 minutes to day 1847, 16 hours and 13 minutes where routine power cable disconnect alarms were recorded. The system maintained the set speed with no interruptions; however, there were some brief low flow events associated with flow values below 2.5 lpm. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine heart transplant. There were no reported issues with the heartmate ii system controller.